Event description:
It was reported that during a mastectomy procedure, the surgeon applied a clip on a vessel and the clip did not close enough to creat hemostasis. The surgeon switched to another applier and the same thing occurred. The surgeon switched to a third device from a different lot number and the device worked fine. The actual devices they had problems with were discarded. They have returned one unused sample from the same lot. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.